Event description:
Pt on panitumumab + mfolfox6 (fluorouracil continuous infusion / leucovorin / oxaliplatin), 14 day cycles for colon cancer. Pt presented to have his pump disconnected. Upon assessment by this rn, 5fu bag full and pump on 'stopped' with a volume of 138ml. Total volume of the 5fu bag is 138 ml so patient did not receive any of the dose. Pt reports his nurses had to change the pump due to alarming prior to discharge on wednesday. Pt reports he heard another 'beep' throughout the past 46hrs but didn't think anything of it. Pt denies having looked at the pump during the past 46hrs. Per np, okay to disconnect pt and dispose of chemotherapy per patient's request. Pt stated he 'prefers to be disconnected today and not receive the chemo'. Pt re-educated on importance of verifying pump status throughout home treatment and that the pump volume is decreasing.